Manufacturer narrative:
.

Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.